Event description:
The 4.0 stent was deployed in a 3.5 vessel. The stent/balloon catheter was removed. Another balloon catheter was placed for post dilatation and at that time it was noted the stent had migrated proximally 20mm. It was in the guide catheter and left main. An attempt was made to retrieve; however, the stent went down the lcx. The balloon catheter was advanced into the stent and the stent was pulled back and retrieved with retrieval forceps.